Event description:
Related manufacturer reference number: 2017865-2022-08863. It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise with the rv lead causing pacing inhibition and the ra lead causing inappropriate automatic mode switches (ams). The patient was asymptomatic. Both the rv and ra leads were capped and two new leads were successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.